Manufacturer narrative:
Lot number - requested but unknown. Expiration date - unknown due to lot number being unknown. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - (B)(6). Device manufacture date - unknown due to lot number being unknown. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. The manufacture inspection record was traced back five years and found no irregular findings in relation to attribute reported needle damage caused by mechanical trouble, or mechanical malfunction of the inspection device. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle. In case the needle broke off and remains in the body, please contact immediately a doctor". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a needle tip was snapped in the patient while insulin injection was being conducted. The patient was later palpated and x-rayed to closely search for the needle fragment. The needle fragment was not found. The current condition of the patient is reported to be fine and is currently on follow-up observation.